Manufacturer narrative:
Updated fields: h2, h11. The sureform (sf) 45 stapler instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green sf45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 stapler instrument and white reload involved with this event have not been returned for investigations. The stapler logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument was installed on the system 3 times and fired 3 white reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted nephrectomy procedure for renal cell carcinoma, when operating at the area of the hilum, a sureform 45 stapler instrument fired a white reload and caused a hole in the inferior vena cava ostia to the renal vein. The artery was stapled without issue, but when firing on the vein, staples were observed missing from the staple line. The hole was observed between two staples. This caused a greater than 30-minute procedure delay, 800ml blood loss, and two units of packed red blood cells (prbc's) were administered. The vein was sutured with robotic instruments to resolve this event. The surgeon of the procedure reported that this event did not affect the procedure or patient outcome as the event had negative margins and the procedure was completed. The surgeon said they have no concern of this event causing a long-term complication with the patient. The patient did not experience any post-operative complications. The patient was hospitalized longer than initially planned due to this event to monitor their hemoglobin and "safely resume deep vein thrombosis prophylaxis (dvt ppx).". The patient has since been discharged.